Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, atrial pacing capture threshold was elevated, and atrial oversensing.

Event description:
It was reported that a warning triggered on the right atrial (ra) lead due to high, undefined impedance. There were also high thresholds and possible non capture. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported by the ra lead exhibited unstable thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.